Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned on 2025-01-20 and the investigation was completed on 2025-02-03. The device history records (DHR) have been checked and found to be according to the specification, valid at the time of production. The cutting snare showed visible damage: one-sided break and mechanical deformation. On the opposite side, the snare was pulled out. The point of breakage and the deformation is clearly visible. Possible causes - tensile force: excessive tensile force on the loop without activation of the hf current could have caused the break. Hf current: an extended activation time could have caused the wire to burn out. The instructions for use explicitly point out the correct handling and proper activation of the hf current. Based on previous complaints and the analysis result, a possible operating error can be assumed. Improper handling of the cutting loop could have caused the problem. The instructions for use emphasize that improper handling of the instrument can cause damage. This includes incorrect assembly or operation, mechanical overload or insufficient inspection before use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the introduction of the resectoscope for turb, while removing the resectoscope, a loop became dislodged and entered the patient's urethra. The observed clinical consequences were a bleeding at the urethral wound during removal.